Event description:
A caregiver of a peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report the liberty select cycler alarmed with a m01-17 cannot teach pumps during setup phase. Alarm occurred in step 2 of setup. Alarm occurred 1 time this evening. Pt was not connected during incident. Cycler has been re-setup with new supplies. Heater bag(hb) cone was not broken. Red clamp was not closed. Hb tubing was not kinked. The fresenius tech support rep told the patient to swap out the cycler and keep the iq drive. They also instructed them to return the power cord with the old cycler and notify pdrn about the replacement. The new cycler will come with default settings and the time/date. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete al least 1 full treatment and patient has received the new cycler. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane valve actuation test ¿ failed. Failure traced to: encountered a dim display upon power up of the liberty cycler. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2425 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Cycler was able to pass the test. System air leak test ¿ passed. Teach pumps test ¿ passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. Accelerated stress test was performed and encountered a stalling motor pump a. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.